Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for post laminectomy pain and spinal pain. It was reported that the patient got a burn from the recharger whenever they had a therapy session. The burn was described as like a sunburn with little blistering near the corner of the device and it was noted that the burn occurred after the patient charged for 4 hours. The patient never saw the antenna temperature screen during the recharging session. The rep assumed that the patient had charged since this event and hasn't had any further issues. Follow-up is not required at this time and there is no further information related to this event.

Manufacturer narrative:
Corrected information: sex, date of birth.